Event description:
The patient's daughter contacted lifescan alleging that the patient's fast take meter would not power on. The medical affairs specialist (mas) attempted to reach the patient by phone and was unable to leave a message, as the mailbox was full. The mas sent a letter to the patient on 12/04. The date and time that the patient last tested with the meter prior to the time of concern was unk. The patient felt weak and attempted to test with the reported meter. She took no action to affect her blood glucose level following use of the meter. She was taken to the hospital; a result of 40 mg/dl was obtained on the hospital meter and she was given food and/or beverage. No information was provided regarding the patient's usual testing and medication regimen. The customer care representative (ccr) walked the daughter through pressing the power button and the meter powered on; however, the meter did not power on when a test strip was inserted into the test strip port. There is insufficient information to indicate that the product contributed to the patient experiencing injury and medical intervention. Based on the unresolved power issue, ther is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.